Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the system shut down. The system was rebooted to proceed. There was no patient impact.

Manufacturer narrative:
The customer reported that the system shut down between cases. The customer restarted the system and was able to complete the case. There was no patient harm. The company service representative examined the system and determined the power distribution printed circuit board (pcb) and the host central processing unit (cpu) were nonconforming. The company service representative replaced both parts. The system was then tested and met all product specifications. The system was manufactured on september 15, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming power distribution printed circuit board (pcb) and the host central processing unit (cpu). (B)(4).